Event description:
The time of event is not during procedure. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the deflector washing socket stuck accessory/object. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the deflector washing socket. In addition, our technician confirmed that the ultrasound connector body broken, the objective gluing missing, the balloon feeder return tube leak, the lcb distal cover glass dirty, and the r/l lock knob hard to move; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0630(air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.